Manufacturer narrative:
The angiosculpt device got stuck on a previously deployed stent. The physician was able to remove the device successfully by inserting a 6f sheath to encompass the angiosculpt device. This resulted in prolongation of the case. No clinical injury was reported by the physician. The angiosculpt device was discarded by the hospital, thus unable to evaluate device. The instructions for use (IFU) for angiosculpt scoring balloon catheter, warns to proceed cautiously when using the angiosculpt catheter in a freshly deployed bare metal stent or drug eluting stent.

Event description:
The physician placed an abbott stent in the superficial femoral artery (sfa). After, the physician decided to treat the distal popliteal (pop) lesion following the stent placement. The lesion was successfully treated. Upon attempted removal, the angiosculpt device got stuck on the freshly deployed stent. Multiple inflation and deflation attempts were made to removal from the stent but was unsuccessful. Physician then inserted a long 6f sheath which encompassed the angiosculpt scoring element and device was removed successfully.